Manufacturer narrative:
Information contained in this report was previously submitted through asr on 10/19/2015. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: opening curved on plug strap. Leak test and microscopic analysis was performed which identified: sharp opening plug strap bond edge(anterior), creases fold, sharp broken on plug strap, wear abrasion, observed void >1 mm in non-textured, valve-to shell-bond area and a dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (plug strap bond edge) due to an unidentified (tear) opening. A sharp broken on plug strap bond edge due to an unidentified (tear) opening. Wrinkles (creases) are observed but have no relationship with manufacturing. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side implant is "empty." Patient reported additional event of "rippling". Device has been explanted.